Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 133366 with covid-19 lod and blank patient swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-000/ lot 133366 and device part number 195-430h / lot 131340a. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 133366 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient/validation samples.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false negative result with the binaxnow covid-19 ag card performed on (B)(6) 2021 on a direct tested nasal kitted swab. Repeat testing was performed. Results using binaxnow covid-19 ag card on (B)(6) 2021 and (B)(6) 2021 were negative. Pcr confirmation testing on (B)(6) 2021 on nasal swab with generated positive results (CT values not provided). The customer stated the patient was symptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.